Event description:
The patient experienced a loss of therapeutic effect and increased tremor in her left foot. At a voltage of 3.5 volts, impedances on bipolar electrode combinations 3&case, 0&2, 0&3, 1&3 and 2&3 were greater than 2000 ohms. Current was less than 12 microamperes on those combinations, indicating an open circuit. Additionally, impedances were greater than 2000 ohms on some of the unipolar pairs with a current of 78 microamperes. The device was reprogrammed twice. The patient's tremor was reduced after increasing the voltage. Her outcome was reported as 'to be determined'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
See scanned page.